Event description:
Pump declared a cartridge change error. There was no adverse impact to customer's blood glucose level. Customer was instructed to inspect and clean the pneumatic tap area, ensuring the cartridge was properly attached, which was successfully completed, allowing insulin therapy to resume.